Event description:
It was reported that following the start of sodium phosphate replacement, channel error was shown on the display (code: 240.4150). There was patient involvement however no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of a channel error was shown on the display (code: 240.4150) was confirmed during log review and testing. The pump module was programmed for a ¿basic¿ infusion at a rate of 500 ml/hr and a volume to be infused (vtbi) of 1000 ml. The suspect pump module did not reproduce the error code 240.4150. The asm analog sensor task was performed, the pump module bottle side pressure sensor was found to be out of specification. A temporary replacement of the bottle side pressure sensor was carried out on the pump module for testing purposes only. The bottle side pressure sensor was found to be within specification. The event date was reported as 30 june 2025; the time of event was reported to be 0815 (8:15 am). The pump module event log showed the device in use on 30 june 2025 attached to the pcu s/n (B)(6) as channel d. Review of the suspect pump module error log showed error code 240.4150.0 (sensor_broken_high_failure) occurred on 30 june 2025 at 8:32 am and 9:11 am. The error log showed the error code 240.4150.0 occurred 38 (thirty-eight) between 14 december 2023 and 30 june 2025. On 30 june 2025 at 8:32 am the user selected ¿guardrails drug¿ and programmed an infusion with the drugid 460 (thiamine), rate of 200ml/hr, volume to be infused (vtbi) of 100 ml, concentration of 1 mg/ml, drug amount of 100 mg, diluent volume of 100 ml, dose of 100 mg with an expected duration of 30 minutes. The infusion started with primary volume infused (pvi) of 1952.59 ml, after the infusion started, a channel malfunction occurred with error code 240.4150.0 (sensor_broken_high_failure). At 8:33 am the unit was removed and added from the pcu, the infusion was restored. At 9:03 am the infusion completed, and the user changed the vtbi to 20 ml. At 9:10 am the infusion completed, and the user changed the vtbi to 15 ml. At 9:11 am a channel malfunction occurred with error code 240.4150.0 (sensor_broken_high_failure). At 9:12 am the user removed the pump module from the pcu. The total volume infused was calculated to be 120.59ml. This value was obtained by subtracting the pvi at the start of the infusion (1952.59 ml) from the total volume infused at the end of the infusion, when the pump module was removed (2073.18 ml). The alaris¿ system with guardrails¿ suite mx user manual v9.33 states that channel error means a malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue, in which a channel error was shown on the display (code: 240.4150) is attributed to a malfunctioning pressure sensor. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that following the start of sodium phosphate replacement, channel error was shown on the display (code: 240.4150). There was patient involvement however no harm.